Manufacturer narrative:
Inserted a test sc1-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: crack in the middle (enter) keypad button, scratched keypad overlay, scratched case. The retainer ring is solidly attached to the reservoir tube lip. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Did not note any cracks in the battery tube or in the battery threads. The pump was received without a battery cap. The pump passed the active current measurement and self tests; it failed sleep current measurement test. No unexpected ¿low battery¿, ¿replace battery¿, "insert battery", ¿battery failed¿, or "power loss" errors were noted during testing. Thump software was unable to upload trace/history files. The case was cut open. Did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the pump. After swapping boards, cases, and internal batteries, the high sleep current measurement was isolated to pcba1. In summary, the customer¿s report of that a battery last less than 3 days was confirmed during testing. The high sleep current measurement is due to pcba1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced unexpected battery power loss. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. Customer reported receiving replace battery alert/replace battery now alarm. This was the second occurrence of receiving alarm in less than 8 hours after low battery warning. No harm requiring medical intervention was reported. Mmt-1885 was requested and customer response was the device will be returned.